Event description:
A report was received that the pt underwent a pocket revision due to charging issues and the pt experiencing a tingling sensation around the ipg pocket site. The pt is reportedly doing well following the pocket revision surgery.

Manufacturer narrative:
This is the final report.